Manufacturer narrative:
The customer returned the suspected contour next link 2.4 meter for evaluation. No test strips were returned. Therefore, the returned meter was tested with the in-house contour next test strips from lot # 0dpeg09b using a blood sample, which gave a satisfactory performance.

Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's age and weight were not provided. The model # , serial # was not provided.

Event description:
The customer from (B)(6) reported that she obtained a blood glucose reading of 260 mg/dl on the contour next link 2.4 meter. The customer performed a repeat testing with the contour xt meter and obtained a reading of 56 mg/dl, which matched with her symptom of hypoglycemia. The customer stated that she was waiting for the ambulance to be taken to the hospital clinic. No further event details were provided. It is unknown if the visit to the hospital clinic was associated with the blood glucose readings. During the follow-up, the customer stated that she obtained blood glucose readings of 367 mg/dl and 66 mg/dl. It is unknown if these readings were obtained with the ascensia meters. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. A replacement meter kit was sent to the customer.